Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. F2 - uf/importer report # (B)(4). Additional contact information: (B)(6).

Event description:
The event involved a 6" smallbore trifuse ext set w/3 microclave®, 0.2 micron filter, 3 clamps, rotating luer where it was reported that the trifuse was leaking at total parenteral nutrition (tpn) filter. The patient's age is 5 days old. The event occurred in the hospital. There was patient involvement and unknown patient or staff harm.

Manufacturer narrative:
Correction in h10. To remove previous "f2 - uf/importer report # (B)(4)" from this field box.

Manufacturer narrative:
The device was not returned for evaluation. The complaint of leaks on item b33276 can be confirmed, even though no product samples, pictures, or videos were received for investigation. Based on device history report (DHR) review history the same lot had been involved in similar complaints. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The DHR lot#13766552 was reviewed and the same failure, lot, and description were found in several complaints.